Event description:
It was reported that the patient had significant pain in their neck when the stimulator was on. The patient also never had relief with the stimulator. There were no patient injuries and the patient recovered without sequelae after the removal.

Manufacturer narrative:
Analysis of the ins model 37712, serial number (B)(4) found no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.